Event description:
It was reported that abutment screw fractured.

Manufacturer narrative:
Visual inspection has confirmed the reported event. The screw was fractured. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.